Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual string counterwound to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint due to item being a field scrap.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, error 23072 was displayed, and universal surgical manipulator (usm) 1 had a yellow led. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed an error pointing to the z-axis pot on usm1. The tse advised to move usm 1 against the brake and power cycle / emergency power off the patient side cart (psc) to restart. After restart, system was coming up with error 23072 immediately again. The tse advised to disable usm 1 and continue the procedure with 3 usms if possible. The procedure continued as planned. There was no report of patient injury.